Manufacturer narrative:
An investigation could not be completed because the facility does not retain the required product information and attempts to obtain it from external sources were unsuccessful. Based on the number of units distributed to date and the reported incidents, the estimated potential incident rate is (B)(4). Surveillance activities will continue to assess any emerging trends or additional reporting.

Event description:
Case #4: (B)(6) 2025: the surgeon operated on a 79-year-old with a perforated appendix. A laparoscopic appendectomy was performed. Biasurge® was used at the end of the procedure. Biasurge was instilled using the appropriate laparoscopic portal. Within five minutes, hypotension was noted which required fluid bolus and vasopressors. Patient developed markedly elevated liver enzymes and was hospitalized for several days for observation. No permanent injury was noted.